Manufacturer narrative:
The suspect device was not returned for evaluation, two videos depicting a leaking catheter were provided. This leak is occurring very close to the location that the catheter may be sutured in place. It is unknown if the catheter was punctured during use or if it arrived damaged. The root cause cannot be determined. A search of the complaint database was performed and no similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges during the procedure for implantation of a permanent catheter in the right internal jugular vein, the patient experienced a complication related to the medical device. As a result, the procedure was suspended and the catheter was removed. Due to the complexity of the vascular access, the patient was urgently referred to interventional radiology.